Manufacturer narrative:
Investigation summary: received one (1) used list# ac136, 60" (152 cm) appx 2.2 ml, ext set, smallbore w/clave¿ clear, nanoclave¿ stopcock, 0.2 micron filter, spin luer; lot# 14113540, one (1) used list# unknown, trifused ext set; lot# unknown. The reported complaint of a leak could be confirmed. A leak was observed on the sample where the stopcock connects to the tubing. The probable cause of the leak is from an incomplete insertion during assembly in ensenada. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, it has not yet been received.

Event description:
The event involved a 60" (152 cm) appx 2.2 ml, ext set, smallbore w/clave¿ clear, nanoclave¿ stopcock, 0.2 micron filter, spin luer where the customer reported that the tubing was leaking. There was patient involvement and delay in therapy but harm was not reported as a consequence of this event.